Event description:
It was reported that this right atrial (ra) lead was suspected to have caused an effusion, but it was not confirmed. The doctor decided to put the lead on the right ventricle and implant a new right atrial (ra) lead. No additional information is available at the moment. No additional adverse patient effects were reported.